Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation and valve stenosis are potential adverse events associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the aortic stenosis and sub sequent central ai is unknown; however, may be due to patient factors (pre-existing valvular disease process) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 5 years post transfemoral tavr procedure with a 23mm sapien valve in the aortic position, the patient was noted to be symptomatic for aortic central regurgitation and stenosis. A 23mm sapien 3 valve was deployed with +2cc of contrast within the sapien valve. End result was excellent with trace central ai. The patient was noted be recovering well. Review of serial echo reports provided by the hospital medical records revealed at 1 year post op echo showed a peak gradient of 2.0mmhg, mean gradient of 14mmhg and no aortic regurgitation. At 4 years and 3 months echo showed a peak gradient of 41mmhg, mean gradient of 25mmhg, ava 0.8cm2 and mild paravalvular aortic regurgitation. Both pvl and transvalvular gradient had mildly increased. Follow up CT angiogram taken 17 days later showed valve leaflets did not appear to be significantly restricted in motion. At 4 years and 8 months post op echo showed a peak gradient of 47mmhg, mean gradient of 26mmhg and mild to moderate paravalvular aortic regurgitation. At approximately 5 years echo showed a peak gradient of 73mmhg, mean gradient of 40mmhg, and moderate regurgitation. The severity of aortic stenosis has worsened. It is perceived that the patient's central ai was caused by valve stenosis.